Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they experienced "issues with programming" when the device was newly implanted. It was further reported that the device rate was changed three times. The implantable pulse generator (ipg) remains in use. No further patient complications have been reported as a result of this event.